Event description:
Add'l info received from MFR 8/2/2004: due to the simplicity of the device, there are no technical manuals or product performance reports available. The device has not been returned to b. Braun. Due to the nature of the complaint, being of the design, a review of the product drawings is sufficient to evaluate the complaint. This product has been manufactured and distributed since 1987. A historical review, dating back to 2000, of customer complaints for this product revealed no reported incidents of contamination related to the usage of this product. An assessment as to the potential for contamination during end use was conducted. This evaluation revealed that the device has no risk of contamination when used in the recommended manner. After conducting both the historical review and technical assessment of the end use, a conclusion has been drawn that this complaint affects user preference and that the device is in fact safe and effective. MFR will continue to monitor this product for quality trends and take appropriate action as needed.

Event description:
This product is used to connect a spiked IV tubing, in this case a tpn compounder set, to a non-vented bottle of IV nutrient solution. The sa2000 provides the vent. The sa-2000 is of poor design and can potentially lead to accidental contamination of the spike on the tubing. The spike from the tubing must be inserted into a flexible pvc tubing of the sa-2000. There is no protective stop to prevent fingers from possibly touching the spike being inserted and the pvc tubing of the sa-2000 is so flexible that it easily bends when the spike of the tubing is being inserted into it. Touch contamination is similar in design but has a protective stop to prevent touch contamination of the spike being inserted and is a safe product. Reporter feels the b. Braun product is potentially dangerous and can lead to bacterial contamination of tpn solution.